Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, system history and logfiles. The investigation showed that the loss of x-ray imaging functionality mentioned in the complaint was caused by a drop down of the 5.1v voltage of the power supply d601 within the generator. This is a known behavior caused by contact resistances at the plug of the board and/or at the fuses of the power supply. This error was investigated previously, and a corrective measure is available. A field safety corrective action (fsca) and customer safety information (csi) was initiated via ax039/18/s_csi for ax038/18/s a100 5v out of tolerance and ax038/18/s_hw-update a100 5v out of tolerance. This corrective action was reported to the FDA under 21 cfr part 806 report # 2240869-06/12/19-0039-c. The correction has been performed at the customer site and no further errors have occurred.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure no x-ray was available. The procedure was continued and completed on an alternate system. Siemens is unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(4).